Event description:
It was reported that during procedure, the fiber broke from the middle and burnt the operator's finger. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke from the middle and burnt the operator's finger. The procedure was completed using another fiber. There were no patient complications reported.